Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that inaccuracy of infusion.

Manufacturer narrative:
No photo or sample was received for the customer's complaint of flow issues. Without further information, the complaint cannot be verified and root cause of this failure remains unknown. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.